Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Report states a "poly swap". Revision surgery performed.

Manufacturer narrative:
Correction: please refer to the below: d3 manufacturer entity FDA registration number: 0001644408 te (djo) the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the x-rays, patient activity levels, as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Report states a "poly swap". Revision surgery performed.